Event description:
Adverse event(s): "no patient harm was reported" (no known impact or consequence to patient). Product problem(s): "bubbles occurred while using the probe". (No code available). A customer reported bubbles occurred while using the probe. The doctor felt like they came from the infusion cannula. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).